Event description:
Spontaneous call: patient reported that she has trouble attaching the pen needle to her tymlos pen today. She has not changed out pen and has been using the current pen for approx 20 days. After speaking to patient, she said that she would try an alternate pen needle with the pen. She was sent extra pen needles. This is a complaint about the pen needles. No doses were missed and no adverse effects were reported. (B)(6) has sent extra pen needles for her to replace the ones she has wasted. No other information provided. Reported to (B)(6) by pt/caregiver.